Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that patient was in the hospital using the hospitals liberty select cycler and they entered a stat drain because the patient felt like they were full. Contact wanted to know if the treatment would continue its own after the stat drain. Upon follow up, the clinic manager stated that the patient was hospitalized on (B)(6) 2019 due to catheter issue which was unrelated to pd therapy. The patient did not experience any adverse event due to catheter issue. Pd therapy was continued for a short while in the hospital when the event of feeling full was reported. However, the catheter was not working, and the patient was transitioned to hd. The patient is still in the hospital and continuing treatment on hd. The event of feeling full was recovered.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. The file was assessed for the necessity of the performance of a clinical investigation. Fresenius became aware this male patient was hospitalized on (B)(6) 2019, after the spouse called technical support with operational questions regarding the hospital¿s liberty select cycler. Follow-up with the patient¿s user facility clinical manager (cm) revealed the patient was hospitalized due to a pd catheter (not a fresenius product) issue (specifics not provided), unrelated to pd therapy on the liberty select cycler. The cm stated the pd catheter could not be utilized (specifics not provided), and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. No adverse event was reported due to the pd catheter issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that patient was in the hospital using the hospitals liberty select cycler and they entered a stat drain because the patient felt like they were really full. Contact wanted to know if the treatment would continue on its own after the stat drain. Upon follow up, follow-up with the patient¿s spouse stated the patient is in the intensive care unit (ICU); however, no diagnosis was provided, additional information was requested, however to date not provided.